Event description:
The manufacturer received information alleging a ventilator was not delivering the correct tidal volume. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower assembly was replaced due to contamination to address the issue. The device was also found to have a broken flow sensor which was replaced.